Event description:
The customer reported that their site experienced a power loss after which the central nurse's station (cns) rebooted on its own. The related war room rns is also displaying communication loss. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their site experienced a power loss after which the central nurse's station (cns) rebooted on its own. The related war room rns is also displaying communication loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their facility experienced a power outage after which the central nurse's station (cns) rebooted on its own. The connected remote network station (rns), located in the war room, was also displaying comm loss. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that their facility experienced a power outage after which the central nurse's station (cns) rebooted on its own. The connected remote network station (rns), located in the war room, was also displaying comm loss. No patient harm or injury was reported. Investigation summary: communication loss could delay the recognition and management of sudden deteriorations in vital signs or cardiac rhythm. Real-time monitoring remains intact on bedside monitors and can still alert caregivers to changes in vital signs or heart rhythm. An error message would appear to alert clinicians to the issue, and an alternate monitoring method could be prepared. The cause of the issue is most likely related to use error. Nihon kohden technical support (nk ts) found that the rns had been rebooted but they had not started up host1000 application properly following the reboot. Nk ts launched the application. No further issues were reported with the reported device relating to communication loss. The issue was most likely resolve with nk ts assistance. There is no evidence of an nk device malfunction.